Event description:
A facility reported two pts presented with increased iop after this product was used during intraocular surgery for a detached retina. The pts required an add'l procedure one day following surgery to remove the product. Add'l info was received. It was reported the product had been used at 28% instead of 100% as per the directions for use (dfu). The surgeon reported the pt's outcome was "good". At four to five weeks following surgery, the pt's retina had reattached and vision was improving. The surgeon stated there was no permanent damage. There are two medical device reports being filed for this report. This report is for the second pt.

Manufacturer narrative:
The returned product was analyzed and met specifications. The batch production record for this lot number was also reviewed and no deviations in the process were found. The product was reported to have been used at 28% instead of 100% as per the directions for use (dfu). The facility was informed of the eval findings and of the correct way to use this product. There have been no other complaints reported in this lot number except the ones reported by this facility. Add'l info was requested on 7/16/2008 and received on 7/17/2008. This report was mailed to FDA on 8/15/2008.